Event description:
It was reported that during use of an autologiq instrument, fluid collected would not travel through to the centrifuge bowl. The fluid in the reservoir was bubbling and not flowing, and the collected material was discarded. Troubleshooting included attempting to run saline through a new set-up, but the issue persisted with no fluid flowing into the centrifuge bowl. The instrument was replaced to complete the procedure. It was noted that the patient did not need a transfusion, and there was no impact on the patient as the majority of the fluid collected was irrigation and anti-coagulant. No patient complications have been reported as a result of this event. Medtronic received additional information that this happened after collection of material from surgical field and at the end of the case. Medtronic received additional information that there was no damage noted in the instrument or the disposable. The bowl or tubing was re-seated/reinstalled/replaced with no change in the issue. The fill (fluid) level of the reservoir was 1200ml at the time of the issue. There was no error message. There was 200ml patient blood loss as a result of the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: preventive maintenance was performed on this instrument with no visible damage noted. Led current and led detector gain calibration was performed. During servicing, the valve occlusion test failed, and the pump lever had weak tension which made pump rotation ineffective. The instrument was deemed not suitable for use and needs to be returned for repair. The instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Correction d4.5 (unique identifier (UDI) #) and section e postal code: these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation update: service technician confirmed pump lever had weak tension which made pump rotation ineffective. Downloaded and reviewed service data. Service technician found pump lever spring was loose and not installed properly. Service technician replaced pump lever spring. Performed hlt as per manufacturer's specifications. Performed electrical safety test and all passed. Post repair testing was performed per specifications. Fdr and fdc codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.